Event description:
It was reported that the pt heard intermittent loud sounds for about 2 weeks, with complete loss of device function 2-3 days prior to clinic visit. At time of clinic visit, pt reported an inability to detect speech through the implant. Only a constant high pitched buzzing was detected. All external components were exchanged, but without success. Repeated telemetry measurements in 2002, yielding coupling of ok. But with '--' for implant integrity, impedances and voltages.